Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2020. The patient¿s spouse stated the patient was sleeping, his receiver and app were alarming for low, and his cgm was 67 mg/dl. The patient¿s spouse allowed him to continue to sleep but before she left for work, she noted that he was diaphoretic. She tried to wake him and was unable; his eyes rolled back and he was having difficulty breathing. She took a fingerstick and his bg was 15 mg/dl even though his cgm was 64 mg/dl. She administered glucagon and he recovered. At the time of contact, the patient was in stable condition. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. This is being reported due to adverse event and/or medical intervention. No additional patient or event information is available.